Manufacturer narrative:
H6: investigation summary one photo sample was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed, no other visible defects were identified. A device history review was performed for the reported lot 2101063, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2101063 were used for additional evaluation. The product was visually inspected, no defects or damage was noted and the stopper was properly assembled onto the plunger rod. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. All retained samples underwent the same evaluations and verified the product met required specifications. Based on the photo evaluation and available information we are not able to determine a definitive root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported when using the bd plastipak¿ concentric luer lock syringe there was leakage past the stopper. This event occurred 3 times. The following information was provided by the initial reporter: "there was a leak of liquid at the level of the stopper. Syringes contaminated with chemotherapy.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2101063. Medical device expiration date: 2025-12-31. Device manufacture date: 2021-01-05. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd plastipak¿ concentric luer lock syringe there was leakage past the stopper. This event occurred 3 times. The following information was provided by the initial reporter: "there was a leak of liquid at the level of the stopper. Syringes contaminated with chemotherapy."